Manufacturer narrative:
Corrected g4, h6(methods, results, conclusion), h10 additional information d10 a review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2019 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device was unable to recognize more than 1 mod. No patient involvement was noted.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device was unable to recognize more than 1 mod. No patient involvement was noted.